Manufacturer narrative:
(B) (4) - no code available (intervention required to stop bleed).the complainant indicated that the device was disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.bsc reference: a00230127 / 1605663

Event description:
It was reported to boston scientific corporation that a radial jaw 4 single use biopsy forceps standard capacity was used during a gastric biopsy procedure. According to the complainant, during the procedure, the biopsy caused bleeding. Reportedly two clips were used to stop the bleeding without consequences to the patient. The procedure was completed with this radial jaw 4 single use biopsy forceps standard capacity device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be okay. Attempts to obtain additional information regarding the circumstances surrounding this event have been unsuccessful to date. Should additional relevant details become available, a supplemental report will be submitted.